Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, a lap joint separation had occurred. The outer sheath rotated and the wire got tangled. The physician was able to completely remove the device intact by removing with wire. No patient injury was reported.